Event description:
Pt reports that hospitalization for hypoglycemic event, following paramedics treatment. Hosp personnel had difficulty controlling bg over several days. Product not returned for eval. User error likely caused event.